Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4)

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient could not see well. The lens was exchanged for a different lens within two days after initial implantation. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient initially desired near vision but had requested distance vision which caused the need for the lens exchange. The customer reported the patient is happy following the lens exchange.